Event description:
Patient revised for second time on (B)(6) 2021. Primary surgery on (B)(6) 2021, and first revision on (B)(6) 2021 (previously reported). Surgeon explanted the 40/+6 stability humeral cup and implanted a larger 40/+9 stability humeral cup.